Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a fragment/shaving of the turquoise coil cap, approximately 0.89 mm in length, inside of the stressmember and outside of the fluid pathway. No signs of particulate matter were found in the bladder. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter in the reservoir. The device was compounded with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.